Event description:
It was reported that noise was displayed on the ventricular lead. Review of the egm revealed noise signals that are characteristic of an insulation break. A chest x-ray revealed a split in the insulation beneath the pt's clavicle. As a result, the lead was capped and replaced.